Event description:
The cotton tip broke off the disposable sampling swab. The health care team belief the patient swallowed the cotton tip with no treatment required. Resource optimization & innovation; patient was being tested for covid-19 with swab.